Event description:
Per the audiologist, the patient's device was explanted 2008 due to a skin flap breakdown, device extrusion, and possible infection. Reimplantation is planned after the infection is treated and the patient's skin flap has healed.

Manufacturer narrative:
This is a final report.